Event description:
It was reported that the right ventricular (rv) lead has high impedance with a possible fracture. The lead was extracted and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned in segments and analyzed. The distal conductor of the lead developed a fracture due to flexing while in vivo. The proximal conductor of the lead became extrinsically fractured due to a cut. The distal conductor of the lead became extrinsically fractured due to a cut.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)